Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.  No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with approximately 200 units of cold insulin. There was no impact to the customer's blood glucose level. The customer declined to reload the cartridge during the call with tandem technical support and indicated that the current cartridge would continue to be used.